Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her scs system on (B)(6) 2009. It was reported that the patient lost communication with their ipg and stimulation. A new programmer and wand was tried to no avail. On (B)(6) 2011 an x-ray was taken and no issues were seen with the scs system. The patient reported that they had fallen and since the fall they have had sporadic back pain. The doctor and patient have chosen to do nothing at this time. No further information is available at this time.